Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt called to report audible alarms coming from his power module. When the power module was hooked up it had both the "yellow wrench" and "red battery" symbols lit on the front of the power module. The pt was given instructions over the phone on disconnecting the internal battery and unplugging it. The pt then noticed that his system controller had an intermittent audible alarm that could be silenced but he was unable to do a system check. The pt went into the ER and the system controller, power module and the cable were exchanged. X-rays of the percutaneous lead were taken as the pt reported that he may have hit it earlier in the day with his garden sheers cutting back his tomato plants. The x-ray did not reveal any damage to the surface of the percutaneous lead.

Manufacturer narrative:
The device was returned to the MFR for eval. The reported event of a "yellow wrench" and "red battery" symbol illumination on the power module was confirmed with the eval of the returned system controller. Visual inspection of the system controller revealed a cut on the outer insulation of the white power lead. During analysis, it was discovered that maneuvering of the cut area created various alarms and conditions that included the "yellow wrench" and "red battery" symbol illumination on the test power module. Motor speed was interrupted during these alarm events. Further analysis of the cut area revealed multiple damaged inner conductors. The analysis of the damage to the cable indicates a sharp object had sliced through the insulations. No further info is available. The MFR is closing its file on this event.